Event description:
It was reported patient experience discomfort at the ipg site. Patient underwent surgical intervention on (B)(6) 2025 wherein the ipg site was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.